Manufacturer narrative:
The pump was received with normal operating currents and passed the unexpected restart error test and self-test. The pump failed the displacement test, followed by a motor error alarm during the rewind and motor position encoder error alarms were found at the alarm history file due to an out of phase motor encoder signal. Unable to perform the basic occlusion, occlusion, excessive no delivery, or prime tests due to the motor error alarms. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose level was 169 mg/dl. The insulin pump was exposed to a MRI and cleared all the settings. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.